Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this patient with this right ventricular (rv) lead and device experienced atrial fibrillation (af) with rapid ventricular response (rvr) and received multiple shocks. A code 1005 was observed which is indicative of an open circuit condition was detected during shock delivery, along with shock impedance measurements of greater than 125 ohms. The physician believed the first shock was for af with rvr which put this patient into an arrhythmia. The shocks were not successful in converting the rhythm. External shocks were given, and this patient was hospitalized. Ultimately, this rv lead was explanted and replaced with a new lead. Calcification was observed on both lead coils. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this patient with this right ventricular (rv) lead and device experienced atrial fibrillation (af) with rapid ventricular response (rvr) and received multiple shocks. A code 1005 was observed which is indicative of an open circuit condition was detected during shock delivery, along with shock impedance measurements of greater than 125 ohms. The physician believed the first shock was for af with rvr which put this patient into an arrhythmia. The shocks were not successful in converting the rhythm. External shocks were given, and this patient was hospitalized. Ultimately, this rv lead was explanted and replaced with a new lead. Calcification was observed on both lead coils. No additional adverse patient effects were reported. This rv lead is expected to be returned.